Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced nephrolithiasis ("I have had 3 procedures already and potentially looking at a 4th for stones"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and nephrolithotomy was done). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and nephrolithiasis outcome was unknown. The reporter considered medical device removal and nephrolithiasis to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (left), (B)(6) 2014 (right). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 02-sep-2020: pif received: case become serious incident, essure removal done, essure insertion date, removal date and event medical device removal were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced nephrolithiasis ("I have had 3 procedures already and potentially looking at a 4th for stones"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and nephrolithotomy was done). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and nephrolithiasis outcome was unknown. The reporter considered medical device removal and nephrolithiasis to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (left), (B)(6) 2014 (right). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.